Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials ¿ (B)(6). (B)(4). Original implant date: (B)(6) 2014, exact date unknown (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 06/26/2006. Expiration date: 05/31/2015. Part #: 04.004.352s, lot#: 5248617 (sterile) - 9mm ti cannulated tibial nail-ex/360mm-steril - sterile. Lot was released to the warehouse on 06/26/2006. Work order was released on 05/18/2006. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was initially treated and operated on for a left distal tibial shaft fracture in approximately (B)(6) 2014. A tibial nail was implanted at that time. On an unknown date, a non-union was noted; it was unknown if x-rays were taken or if the patient experienced any symptoms. The patient underwent surgery for a revision and removal of all hardware. The nail and end cap were intact, four (4) broken screws were found and all fragments removed (4 mm locking screws). The patient was revised to a larger synthes cannulated tibial nail and four (4) screws, along with bone graft and infused synthetic biologic (non-synthes). The surgery was completed successfully without time delay. Revision was on (B)(6) 2015. There was no surgical delay reported. This is report 1 of 3 for (B)(4).